Event description:
The customer reported that an error code displayed on the system. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The sensor panel was returned and the service engineer installed the pld and firmware file. He also replaced the panel side covers and changed out the ac adapter. He performed a calibration and self tests. All functions were checked. (B)(4).